Event description:
The customer observed since the beginning of october, they are getting an ¿exp¿ flag for all ict results generated on an alinity c processing module. The ict module had expired on (B)(6) 2023 for sn (B)(6). The number of days onboard is 90 and number of samples processed is (B)(4). The user interface displayed the ict module as exceeded not expired even though the ict module expired in september. The issue occurred with the alinity ci-series system control module (scm), (B)(6), with alinity ci software version 3.4.0. There was no impact to patient management.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-c.

Event description:
The customer observed since the beginning of october, they are getting an ¿exp¿ flag for all ict results generated on an alinity c processing module. The ict module had expired on 09/15/2023 for sn (B)(6). The number of days onboard is 90 and number of samples processed is (B)(4). The user interface displayed the ict module as exceeded not expired even though the ict module expired in september. The issue occurred with the alinity ci-series system control module (scm), scm22827, with alinity ci software version 3.4.0. There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when the warranty limit of 20,000 tests for an ict module is exceeded before the expiration date, the user interface does not display an expired status for the ict module. The issue has the potential to generate incorrect results. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.